Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had under delivering and keypad was not responding. The customer¿s blood glucose level was 291 mg/dl. Customer stated that they had trouble in programing the bolus. The customer stated that the boluses that she programmed today did not deliver. The customer stated that the act button was a bit more difficult to push, could be arthritis as well. Customer stated that she does not remember if she saw the screen showing the bolus being delivered. Customer does not wish to troubleshoot for high blood glucose. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.